Event description:
Pt reported that a comparison (done 1 to 1.5 hrs apart) between the surestep meter and a hcp meter was 95mg/dl (ss) and 140 mg/dl (hcp), respectively (32% difference). No symptoms were reported. There was no allegation of harm.